Manufacturer narrative:
Subsequent information received indicates that this issue (device doesn't work - without ac source) reported for sn: (B)(6) / servicemax case (B)(4) has been retracted. This record has been deemed non-reportable since there was no death or serious injury reported, and there was no device malfunction. As such, the parent record will be closed as a non-complaint. No further action is required at this time.

Event description:
It was reported to philips that the device was not working. There was no patient involvement.